Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider; the ventilator passed extended self-tests (est). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.